Event description:
Home pt (hp) reports leak from open clamp on effluent sample line of drain line of homechoice set. Hp was instructed to close clamp on this line when not in use. No pt injury or medical intervention required per hp.